Manufacturer narrative:
Additional information: g4, h2, h6. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was hospitalized due to fluid volume overload and treated with diuretics. The cardiomems sensor was inaccurate by 13 mmhg, and the baseline was increased via merlin.net.